Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2017. It was reported that contact 15 was measuring greater than 10,000 ohms. Starting less than a year prior to the report, the patient occasionally feels intermittent shocking sensation around the implantable neurostimulator. The patient has not turned the implantable neurostimulator off to see if it goes away. The patient also feels it when he is charging. The manufacturer representative was going to reprogram the patient¿s therapy. It was noted that the last time that the patient was programmed a couple of months prior to the report, the patient had sudden extreme discomfort at the therapy location when they programmed the 0-7 lead. When the patient was previously programmed, they decided to stay away from that lead (0-7) as well. There were no further complications reported or anticipated.